Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after the venipuncture with a bd insyte¿ autoguard¿ blood control blood leaked at hub junction. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, after venipuncture, the hcp saw blood leaking from the side surface of the catheter hub possibly due to its damage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-29. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and three photographs. Through the inspection of the device, dried media was visible on the outside of the adapter however no visible damage was found to the device. A leak test was then performed where leakage was observed. Further microscopic inspection of the leak was observed, and a hole was found located just under the metal wedge of the adapter. There were no signs of impact observed to the device and the damage has what appears to be a smooth inner wall. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. To damage the adapter, significant force would be required to create a hole, or an issue would have to occur during the plastic molding process. The lack of impact marks or additional damage to the device indicate that the defect was unlikely to occur due to excessive force. A manufacturing or molding process could not be identified as the cause of the observed defect. A DHR review cannot be performed as the lot number is unknown h3 other text : see h10.

Event description:
It was reported that after the venipuncture with a bd insyte¿ autoguard¿ blood control blood leaked at hub junction. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, after venipuncture, the hcp saw blood leaking from the side surface of the catheter hub possibly due to its damage.

Event description:
It was reported that after the venipuncture with a bd insyte¿ autoguard¿ blood control blood leaked at hub junction. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, after venipuncture, the hcp saw blood leaking from the side surface of the catheter hub possibly due to its damage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.